Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes: chapter 13 / page 176; hyperglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient's blood glucose (bg) values dropped to 77 mg/dl and fell out off the bed. The patient reported, that they fell off the bed and the pod came off and the cannula was dislodged. The patient was wearing the pod between 4 and 24 hours on the hips/buttocks. The patient went to the emergency room (ER) to seek treatment. For treatment, the patient was given stitches on their forehead and lip, a cat scan and x-rays were performed. The patient also had bg values that went up to 290 mg/dl, while at the ER. The patient was prescribed motrin and norco for one week.